Event description:
Information was received that after filling and during post compounding of this smiths medical cadd cassette reservoirs, leaking from the bladder was noticed. No patient involvement reported.